Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: n/a. Medical product- retro fem connecting bolt, catalog#:14-442021, lot#:7985403. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04662.

Event description:
It was reported that during a femoral nail procedure, while the operating surgeon was attempting to insert the nail, it disconnected from the connecting bolt following impaction, and it couldn't be connected again. The nail threads were noted to be fractured as a result. The nail had to be removed from the patient, and a new nail was successfully implanted.

Event description:
It was reported that during a femoral nail procedure, while the operating surgeon was attempting to insert the nail, it disconnected from the connecting bolt following impaction, and it couldn't be connected again. The nail threads were noted to be fractured as a result. The nail had to be removed from the patient, and a new nail was successfully implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Complaint sample was evaluated and the reported event was confirmed. The returned devices includes one connecting bolt and one femoral nail. Upon visual review, the female threads on the nail and male threads of the connecting bolt were both damaged. A dimensional analysis of the threads couldn't be performed due to the damage. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.